Event description:
A loss of capture was noted. X-ray revealed lead dislodgement. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.